Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, prior to use, the device¿s silicone tube overflowed during use. No patient injury.

Manufacturer narrative:
Submitted date: 11/08/2018 an investigation was performed for the reported customer complaint: ¿according to the reporter, on (B)(6) 2017, prior to use, the device¿s silicone tube overflowed during use. No patient injury.¿ a review of the device history record (DHR) for lot no. 161690283 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sample was received for evaluation. The sample was visually inspected and functionally tested. Priming and feeding tests were performed. The sample passed the priming test without any issues. The feeding process was executed for one (1) hour with no alarm activated. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.